Manufacturer narrative:
Concomitant medical product: 250 ml b.braun bag, lot j9c081n, exp 09/21, heparin sodium, therapy date: (B)(6) 2019. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that an infusion of 250ml of heparin (25,000u/250ml) was programmed to infuse at 17ml/hr however after approximately 6 hours the bag was empty. The patient required follow up blood work to monitor ptt. There was no lasting harm.

Manufacturer narrative:
The customer¿s report of a heparin overinfusion was not confirmed as it was not replicated during testing. An ¿as-received¿ inspection was performed on the received pump module and disposable set. Physical inspection of the device noted the instrument seal intact. The platen was observed to be broken at the top hinge. There were no damage or anomalies observed with the primary set. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the device delivering fluid within specification when tested as received with the broken platen. There were no leaks observed from the set. The probable cause of the customer¿s report of a heparin overinfusion was due to a broken platen. The root cause was not identified.

Event description:
It was reported that an infusion of heparin 250ml (25,000u/250ml) was programmed to infuse at 17ml/hr however after approximately 6 hours the bag was empty. The patient required follow up blood work to monitor ptt. There was no lasting harm. The event occurred in the ccu.